Event description:
Surgically removed implant/bone graft/membrane. Screw broke off in implant. Patient contraindications include insufficient bone density and over 60 years of age. It is possible that the implant was fractured surgically, but it was not visible to the naked eye and did not manifest until there was some bone loss and lateral pressure during mastication forced the fracture to widen and finally break or the abutment was not torque down fully and became loose over time. Lot check indicates no trend in this issue.